Event description:
A complete exit block was detected during the follow-up 8 weeks after the implantation. The lead was explanted. It was noted that there were no silicone wings at the lead.

Manufacturer narrative:
The analysis of the cut surface strongly indicates that the wings at the distal end of the lead were separated prior to the implantation. The analysis showed that the wings at the returned lead were probably separated with cutting tweezers. No material weakness and pre-existing damage could not be found during the analysis. It can be ruled out that the lead was shipped by biotronik without wings. The molded silicone part with the wings is checked both from damage and for completeness of the wings in a 100% output control. The damage to the insulation was probably caused during the explantation.